Event description:
Consumer called to report high and low readings with their plink meter. Analysis run on clark error grid using mean avg reading (300) as ref. Point vs. Bd readings of 480, 120 yielded data points in the c.d zone of the grid, outside of acceptable limits.